Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the screen was blank. Customer's blood glucose was 306 mg/dl. Customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.